Event description:
Reporter indicated that pt underwent vns therapy system replacement surgery due to fractured lead wire. Review of manufacturing records for both the pulse genrator and the bipolar lead revealed no anomalies that would adversely affect device performance. The cause of the reported lead fracture has not been determined.